Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and reported that call service alarm 064 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: a review of the pump¿s black box revealed one cs 064 alarm. The rewind, load and prime steps were performed with no call service alarms duplicated. The pump cover was removed and there was no evidence of moisture or damage found on the printed circuit board or internal components. The call service complaint was never verified in the history but could not be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.